Event description:
No additional information.

Manufacturer narrative:
Correction @ common device name.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the label content is incorrect. It was reported that the item sku mafra 000310 - raqui spinal anesthesia needle 26g x 3 1/2 cx 25un bd 408380 - ean 37891463005657 was labeled with the ean belonging to another product, sku mafra 008817 - peri tuohy anesthesia needle 18g x 3 1/2 cx 25un bd 408359 - ean 37891463005565. This is a divergence of eans in the physical identification, since each ean corresponds to a different sku.